Event description:
During a colonoscopy, a cook acusnare polypectomy snare was used. During the first pass of the snare through the endoscope, the snare was closed around a polyp. The polyp is estimated to be 1cm to 1.5cm in size. Electrocautery was applied to the snare. No electrical current went through the snare wire and the tissue was not cut by the [snare] wire. At this time, the snare would not disengage from the polyp and tissue was also pushed up against the end of the snare's outer catheter. The doctor advanced biopsy forceps through the channel [of the endoscope] and biopsied the tissue away from the snare wire and the tip of the snare's outer catheter. The method of using biopsy forceps to remove tissue piecemeal from the snare was successful. Another snare was used to removed the remaining polyp tissue and the polypectomy was completed without incident. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience and adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device could not confirm the report. The snare would advance and retract. When the continuity of the electrical pin to snare head was checked with an ohm meter it passed. Then the snare was tested in a pentax (B)(4) colonoscope in a simulated lower gi position with the end of the scope retroflexed to stimulate a worst case position and it passed the continuity test. During a functional test the acusnare polypectomy snare soft was connected to a valley lab electrosurgical unit. Using a simulated tissue sample, the snare head was applied to the tissue sample and the electrosurgical unit was activated. The snare head cut and cauterized the sample. The device functioned as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.